Event description:
It was reported that the device malfunctioned, and the screen read cassette not attached. The continuous infusion rate was 2.3 ml/hr, and the total reservoir volume was 106 ml. No medication was given. It was unclear whether the air detector and the upstream sensor were on or off, as the settings were not changed. The length of the infusion was 46 hours. The lock level was unknown, and the settings were not changed. The pump was used to prime the extension tubing. The event occurred during set-up at facility. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.